Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before (B)(6) 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in palo alto, california. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: system not properly distributed power. Ring core transformer, mains safety switch and mains ac board need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device shut down during procedure. There was no patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and confirmed the 3t system was not properly distributing power. The ring core transformer, mains safety switch and mains ac board were replaced and this dit not solve the problem: unit continued to shut down shortly after powering on. It was later on confirmed compressor was the cause of power failure. The 3t device could not be repaired due to bad compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2012 and no similar events were reported prior. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. Based on all the above, the most likely root cause for the reported issue could be a damaged compressor. In particular, it cannot be ruled out a degradation of cooling coil (coil micro-hole formation) leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor related to wearing. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.